Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The peritonitis was manifested by turbid drainage. The cause of the peritonitis was not reported. On an unreported date, the patient "visited" the outpatient division of the nephrology clinic; however, it was not reported if the patient was hospitalized for the event. On an unreported date, the patient was prescribed intraperitoneal (ip) fortum and cefazolin (doses and frequencies not reported) for the event of peritonitis. Six days after the patient started treatment, the antibiotic therapy was changed to ip vancomycin (dose, frequency and duration not reported). On an unreported date, the patient recovered from the turbid drainage. At the time of this report, the patient was recovering from this peritonitis event. Extraneal and physioneal therapies were ongoing. No additional information is available as the reporter has declined to provide further information.